Event description:
A customer reported a malfunction on their pump on (B)(6) 2025, where a malfunction alarm was triggered, displaying "high" for blood glucose, which indicated levels exceeding 500 mg/dl. The customer resolved the issue by administering a correction injection via multiple daily injections without requiring any third-party assistance. After resetting the pump as instructed by customer technical support, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any future issues arose.